Event description:
It was reported that the customer kept receiving low warnings. Customer stated that they received 2 threshold suspend warnings. Customer's blood glucose level was 125 mg/dl. Customer treated with glucose tablets when they had a low blood glucose level. Customer stated that this was her second sensor that was causing issues with the threshold suspend alarm. Customer's blood glucose level was stable and above the suspend threshold limit. Customer was explained the differences between sensor glucose and blood glucose readings. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.